Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok keypad button was under-responsive. Also, it was reported that the keypad cover was missing/peeling and thinning prior to the change in responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/17/2014 with the following findings: visual inspection revealed that the keypad cover was cut and torn below the ok button; this device failure indirectly contributed to the reported issue. Evaluation revealed that the ok keypad button was unresponsive: the reported issue was duplicated. The keypad cover was removed, and the ok key contact was observed to be missing; this device failure directly caused the reported issue. The following findings are unrelated to the reported issue: the contrast keypad button was unresponsive due to contamination, which was found under all of the key contacts. The display screen visual was dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked in the thread area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.